Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
The manufacturer received rwe report named "safety and performance of the anchorage and anchorage 2 cp implants utilizing the premier healthcare database" that contains collected data on the usage and the outcomes of anchorage and anchorage 2 cp. The report details analysis provided for procedures performed between (B)(6) 2016 ¿ (B)(6) 2025 during the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, patient 35 had device breakage and generalized pain